Event description:
This report is based on information provided by asp and has been investigated by the philips complaint handling team. Philips received a complaint on the xl device indicating it was unable to startup. There was reportedly no patient involvement. The fse evaluated the device on site, however the hospital declined the repair. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available the reported problem was confirmed but the root cause was not determined. The device experienced power up issues, power cycling issues, lockup issues, battery charging issues, battery led issues, failed battery calibration, or any other undefined power and battery issues. There was no reported patient death or serious injury, however the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer declined the repair of the device. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.